Manufacturer narrative:
This medwatch is being submitted to link this MDR with the user facility MDR and to clarify an error. The stent delivery system was not defective. Instead, the amplatz wire 0.035 was defective. The amplatz wire is not an atrium product. Below is a summary of the product investigation. Engineering analysis: the complaint details provided indicate that the stent delivery system could not be advanced over the amplatz 0.035 guidewire. Upon opening the returned device it was noticed that the guidewire was completely through the entire length of the catheter. The returned delivery system with the guidewire was disinfected and wiped down. The guidewire was then removed from the delivery system with minimal resistance. The guidewire was then wiped down with a lint free cloth and calvicide disinfectant. While wiping the guidewire it was noticed that there felt like a burr was present on the wire. Under 10x magnification it was noticed that there was an area on the guidewire where the ptfe coating was missing. This missing coating was noted to be approximately 30cm from the distal end of the guidewire. The delivery system was then advanced over the guidewire and when the delivery system met this location a moderate amount of resistance was noticed. The guidewire and delivery system were advanced back and forth multiple times and the damage on the guidewire definitely created an area where advancement of the delivery system was difficult. A new cordis emerald green 0.035 guidewire was then placed through the returned delivery system without any resistance indicating that the icast delivery system was fully functional. During the manufacturing process the patency of the delivery systems guidewire lumen is 100% inspected within three separate processes. The last verification of lumen patency is after the delivery systems stent is crimped on to the balloon. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. (B)(4). Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Event description:
It was reported that the physician was not able to advance the stent over the wire prior to inserting it into the sheath. The physician decided not to use the product and the device was not inserted into the vasculature of the patient and was not used for the procedure.